Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9676 angled reamer drive shaft batch number: 022408 was received for investigation. The mating part ar-9597-10 angled reamer sleeve batch number: 37622319 was received separately from the angled reamer drive shaft. Upon visual investigation, it was noted that the ar-9676 had significant wear and tear and had striations along both the distal and proximal ends of the device. The hudson connector of the device also had notable damage. Functional testing was performed with a known good ar-9597-10 angled reamer sleeve and it was noted that the ar-9676 was met with friction and was not able to smoothly attach and detach from the ar-9597-10 angled reamer sleeve. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument. Refer to investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft was jammed into an ar-9597-20 angled reamer sleeve, 20° and could not be separated. Another device was swapped and the case was completed with no adverse effects to the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.